Manufacturer narrative:
Updated block: e1.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the small adult pack had a leaking cardioplegia set and a bonding issue at the y connector. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, nor adverse consequences to the patient. There was an unknown amount of blood loss.

Event description:
Per clinical review: this complaint involved a cardioplegia tubing kit that leaked blood at a y connector during cardiopulmonary bypass (cpb). An unknown amount of blood was lost. The cardioplegia tubing kit was changed out with a new kit. The surgery was successful and there was no harm to the patient. The kit was not returned for further evaluation.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed based on other complaints within this pack related to the same issue. The most likely root cause of the reported issue was determined to be due to workmanship while executing the bonded connection of the y-connector on the line where too little solvent was applied, resulting in a leak. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.